Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The bending section cover rubber had a hole/cut and was also leaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that the bending rubber was damaged on the visera cysto-nephro videoscope. The scope had a tear two (2) to three (3) inches from the tip and the metal could be seen. The issue was found during preparation for use. No patient involvement was reported.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.